Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. Contact did not know details of the error code. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. No additional patient or event information was available. A root cause could not be determined.